Event description:
Patient reported "I have MRI and usg results with rupture findings." MRI and usg were provided and noted "implant integrity is subject to left. Homogenously contrasted foci are present in postcontrast series. In the bilateral axillary region of the central fatty hilus with millimeter sizes, primarily reactive lymph nodes are present in the oval form selected in the series with a predominance of t1. There is a view of silicone implants on the bilateral front wall of the chest and implant integrity on the left. Homogenously contrasted foci in postcontrast series. Breast tissue is in fibrocystic eco pattern. The appearance of silicone implants is present on the bilateral chest anterior wall and implant integrity is subject to left. The appearance of silicone implants in the bilateral chest anterior wall is present on the left and implant integrity is of course." Healthcare provider reported "rupture suspicion was seen in MRI. An operation was performed, rupture was observed." This record is for the left side. The device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed an opening assessed as surgical impact opening. Lymphadenopathy: unable to observe. As per the investigation procedure, wear abrasion and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "I have MRI and usg results with rupture findings." Healthcare provider reported "rupture suspicion was seen in MRI. An operation was performed, rupture was observed." This record is for the left side. The device has been explanted and replaced with another manufacturers device.